Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). Additionally, during the previously reported revision surgery, the skin flap was rotated; however, healing was not observed following the procedure, resulting in the decision to explant the device.

Manufacturer narrative:
It was confirmed that the device was explanted on (B)(6) 2026. Device analysis report attached.

Event description:
Per the clinic, the device extruded beyond the skin surface, resulting in infection (biofilm formation). A revision surgery (specific date not reported) was subsequently performed to correct the issue; however, it was unsuccessful. The device was therefore explanted (specific date not reported). Re-implantation is planned but had not taken place at the time of this report.